Manufacturer narrative:
Baxter received and evaluated the device. The reported symptom, keyboard is difficult to use or not working at all, was verified during evaluation. Upon power up evaluation observed that buttons work intermittently. During a visual inspection evaluation opened the case halves and found a non-OEM (original equipment manufacturer) keypad was installed in the field. In the warnings and cautions of the spectrum operators manual, it states "servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited." No correction is required because the device is unserviceable. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a keyboard that is difficult to use or does not work at all. There was no patient involvement. No additional information is available.